Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 11/6/2024. H3: one device was returned for repair with complaint that the pump showed the cassette not attached alarm during testing. No service history found related to this repair. Visual/functional testing was performed. The device recognized the cassette when attached and complaint was not confirmed. Upon further investigation, found that the downstream occlusion (dso) seal was delaminated. Replaced the dso seal. Device passed all testing criteria.